Event description:
It was reported that a drain broke off in a patient. Additional clinical follow-up with the hospital indicated that "a piece of the drain broke off in a patient when they were pulling it out following an outpatient foot surgery on (B)(6) 2012. The patient had been returned to surgery on (B)(6) 2012 for removal of foreign body." The patient had been discharged the same day, (B)(6) 2012, without any further incident.

Manufacturer narrative:
The device was not returned. A review of the manufacturing records could not be performed because the lot number is unknown. The exact cause of this complaint cannot be determined. Possible causes for a drain break include: the drain being nicked by a sharp object, the drain not being removed before tissue in growth appears or the drain being inadvertently sutured while closing the wound. The breaking force required to break the perforated portion of the wound drain is measured throughout each lot. Product manufactured over the last 3 years was evaluated. There was no test failures identified.